Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause for difficult leaflet grasping appears to be due to challenging patient anatomy. The mitral valve regurgitation (mr) appears to be due to procedural conditions. The tissue injury appears to be due to challenging patient anatomy. The reported patient effects of mr and tissue damage are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage requiring mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The patient was noted to have endocarditis and ruptured chords prior the procedure. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult as the leaflets seemed to be very frail and appeared to be shredding with every grasp. The clip was able to get a good grasp and the clip was implanted. A second clip was advanced to further reduce mr. The cds was advanced to the mitral valve and grasping was performed but was difficult as the leaflets were very frail and during the second grasp with the second clip, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda) had occurred. The second clip was deployed but it was noted that there was additional tissue damage of the posterior leaflet. The leaflets were very frail and were shredding with every grasp with both clips. There was no contact between the clips, it was thought that the slda occurred as there might have been tension in the valve when the second clip was advanced to the mitral valve and the frail leaflets. Two clips were implanted, but mr remained at 4+. It was then decided to perform mitral valve replacement for the patient no additional information was provided.